Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have 4 teeth that are contacting and none of their molars touch when their bite is closed. They are experiencing a bite issue because of this. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.